Event description:
Received report of unknown number of undocumented incidences of backbleed in a monitoring kit tubing with a backcheck valve. The tubing is used during cardiac cath procedures to administer contrast for visualization. A stopcock is added to the tubing, and is switched out after patient used. Noted by personnel that backbleed occurred and blood was noted in the drip chamber of the contrast bottle. No significant blood loss reported. No patient harm reported.

Manufacturer narrative:
A response from the vendor received was regarding this issue. Their examinination of the valve determined the diaphragm disk had been lodged inside the proximal valve port. It was indicated that this condition may occur due to improper placement of the disk during their assembly process. The vendor also states this is a low pressure one-way valve, and excessive fluid or air pressure applied to the unit during use could cause the displacement of the diaphragm. In-process manufacturing at abbott salt lake performs a 9 psi air test on a representative sample and has not previously seen displacement of the diaphram disk.